Event description:
Olympus was informed that during a laparoscopic supercervical hysterectomy (lsh) procedure, the subject device was said to have failed after multiple errors and alarms. The teflon was said to have been separated from the interior jaw. The intended procedure was said to have been completed with a different but similar device.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that the teflon jaw was damaged but did not become completely detached. The user facility reportedly received error messages during the procedure but did not recall the error codes. The pt's vagina was said to have been lacerated during the procedure which per the user facility might have been repaired with a clip. The user facility reported that the intended procedure was either completed with a different but similar device or with a harmonic device. The user facility reported that the pt presented to the ER three times following the original procedure. The pt was said to have presented to the ER on (B)(6) 2012 in which the pt was given a transfusion. When the pt presented second time in the ER, the laceration was said to have been repaired. A trachelectomy was said to have been performed when the pt presented in the ER the third time. The pt was said to have been doing fine currently. The devices referenced in this report were returned. The teflon of the k2215 device was detached from the jaw wiper and melted. There were no fractures or indentation noted on the probe. Whereas for the k2217 device, the teflon was slightly melted at the tip. There were no fractures or indentation noted on the probe. Both devices have been forwarded to the OEM for further eval. Please also reference 8010047-2012-00212. This report is being submitted as a medical device report in an abundance of caution.